Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50 x 32 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the stent struts were lifted. The procedure was completed with another 3.50 x 32 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the synergy ous mr 3.50x32mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Stent strut rows 10 and 11 (counting from proximal towards distal end of stent) were damaged, a strut from row 11 was lifted from the stent. The outer diameter of the remaining undamaged section of the crimped stent was measured and is within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50 x 32 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the stent struts were lifted. The procedure was completed with another 3.50 x 32 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.